Event description:
It was reported patients' coverage was affected by some contacts exhibiting high impedances. As such surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated. A4-patient weight is unknown.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.